Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tip-up fenestrate grasper instrument was analyzed and found to have a broken grip cable at the proximal end within the housing. The grip cable was fully broken at the backend pulleys. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The instrument was found to have a loose grip cable at the idler pulley. The complaint regarding a broken cable was confirmed by failure analysis. Common causes of proximal instrument grip cables are attributed to damage to the cable during use or during reprocessing. Common causes of loose instrument grip cables are often attributed to a cracked input shaft, which can lead to cable dislodgement at the proximal end, resulting in a lack of tension and a loose or dislodged cable at the distal end.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the tip-up fenestrated grasper instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip-up fenestrated grasper instrument had broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The issue occurred when surgeon was performing lobectomy procedure. Reported did not collide with other instrument or tool during procedure. Customer could not answer clearly if issue was related top yaw or pitch motion of grips and wrist. There were cables visibly protruding from the distal end of the instrument. Customer had no idea if these protruding cables were associated with opening/closing movement of jaws or up/down movements of wrist. No fragment fell into patient's anatomy. Instrument was available for evaluation. No photos/videos were available for isi review.